Manufacturer narrative:
A ge svc rep performed an on site investigation. The software was reloaded and the image processor computer was reset. The sys was then found to be operating as intended.

Event description:
The customer reported, the sys failed to boot up. No report of pt injury.